Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurement of greater than 3,000 ohms. A lead fracture was suspected and the patient was scheduled for an extraction procedure. During the revision, fluoroscopy revealed a break in the lead conductor at the left subclavian area. The lead was successfully removed and replaced. No additional adverse patient effects were reported. The explanted lead was cut into several pieces during extraction and was discarded at the facility following removal.